Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump displayed an error message. This issue was discovered by a sorin group field service representative during preventative maintenance. There was no patient involvement. The service representative identified the issue to be caused by a defective speed potentiometer or front control panel. The service representative recommended that the customer replace these components. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump displayed an error message. This issue was discovered by a sorin group field service representative during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. No additional information received. If additional information is received it will be evaluated for reportability as required. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.